Manufacturer narrative:
One osseotite® tapered certain® implant 5 x 10mm (int510) was returned for investigation with an attached crown. Visual inspection of the as returned product identified wear and debris about the implant threads. The product matched print specifications where measured against drawing 223244 rev v. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 216322. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was not reviewed, as the product was placed following sterile packaging expiration date, thus invalidating sterilization assurance. Complaint history review was performed for the reported lot number (216322) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or product (int510). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable. Infection and bone loss are listed as a harm or potential effect of implant failure. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (int510) was removed due to periimplantitis at tooth location 29.